Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID m943899a (unknown serial/lot); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they charged the controller and went to recharge the implant (ins), however the equipment wouldn't find the ins. Pt said that the last time they recharged the ins, the ins was at 30%. Pt described going through passive recharge mode with the middle number showing as 100. Pt said that they had also tried resolving the issue by resetting the controller. Agent had the pt reset the controller during the call. Agent had the pt unlock the controller and pt saw no device found. The only apparent damage that the pt saw to the equipment was that the paddle looked to be in not such good shape. Agent had the pt initiate an ins recharging session. Pt saw no device found, so agent had the pt tap recharge to go through passive recharge mode. Pt saw the three numbers as 91 100 100 on the trying to recharge screen. Pt confirmed seeing the controller light flashing green. Pt said that the ins was off and that they could tell, however the stimulation wouldn't turn on when they were using the white button on the top of the controller. Agent understood that the ins battery was too low for the ins to be turned on. Pt then said that the recharger paddle was burning hot to the touch. Pt also reported they had a damaged belt. The issue was not resolved. Agent sent an e-mail to repair to replace the recharger and belt.